Event description:
It was reported a polarity switch occurred to unipolar on the atrial lead. The unipolar impendence measured high with an increase in thresholds. Sensing also increased with some lead noise during isometrics. The atrial lead was fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported a polarity switch occurred to unipolar on the atrial lead. The unipolar impendence measured high with an increase in thresholds. Sensing also increased with some lead noise during isometrics. Reprogramming of the settings was completed and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.